Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to corrosion on connector j702 on the distribution node pca. The root cause for the corrosion could not be positively identified. No adverse resulted from the defective electrode belt.